Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01628.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, two pod coils were unable to advance in the lantern, and the physician experienced resistance. Therefore, the pod coils were removed. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod8 could not confirm the reported advancement issue. Evaluation revealed a fractured pusher assembly. This damage was incidental to the reported complaint and may have occurred due to the device being forcefully advanced against resistance during the procedure. Due to the pusher assembly fracture, the functional testing was unable to be performed; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation of the device revealed that the introducer sheath was damaged near its proximal end, ovalized near its distal end, the embolization coil was detached from the pusher assembly, and had offset coil winds. This damage was incidental to the reported complaint. The detached embolization coil was a result of pusher assembly fracture, and the offset coil winds was a result of mishandling during packaging for the device return. Evaluation of the returned pod8 could not confirm the reported advancement issue. Evaluation revealed kinks in the pusher assembly. This damage was incidental to the reported complaint and may have occurred due to the device being forcefully advanced against resistance during the procedure. Due to the pusher assembly kinks, the device was unable to be advanced through its introducer sheath and functional testing was unable to be performed; therefore, the root cause of the resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the resistance experienced during the procedure due to the pusher assembly kinks. This report is associated with MFR report number: 3005168196-2021-01628.